Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer purchased a new main electronics and blower. After replacing both parts, the unit works properly. No root cause has been determined yet.

Event description:
The customer reported belavista1000 having alarm 316-blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. The issue resolved after replacing the unit with new main electronics and blower.